Manufacturer narrative:
The sds is removed from the pouch, but remains in the hoop. The tech attaches a 20cc luer-lock syringe filled with 15cc of heparinized normal saline to the inflation lumen hub of the sds and draws back on the plunger, applying negative pressure to the balloon (negative prep). Note: per the sales rep, during this stage of the prep, it is also common practice at this account for the tech to "aggressively tap" the syringe/hub on the procedure table to aid in the removal of excess air from the balloon. It is during the time, when the tech is performing the negative prep, that the alleged failure is noted. The physician reports that a steady stream of air bubbles comes back into the syringe, and that fluid leaks from around the junction of the hub and the hypotube (at the proximal end of the strain relief). The physician speculates that there may be a failure of the adhesive bond at this junction. The product is available for analysis.

Event description:
The sales rep indicated that prior to utilizing the product in the pt, the hub cracked. The product was not utilized in the pt.